Event description:
It was reported the patient received inappropriate shocks during normal exertion on 2 occasions in one week. Upon examination, it was discovered the lead had "detached from the heart quite significantly". Surgery was performed to reattach the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.